Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the o-ring was missing on the cartridge. Customer's blood glucose was 120 mg/dl. A cartridge change was performed to resolve the issue.